Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the delivery catheter broke during peeling. While the physician was cutting the catheter with scissors, the attempted left ventricular (lv) lead dislodged and the insulation may have been damaged. The catheter pieces were recovered and the catheter and lead were removed. A different lead was then implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The analysis indicated that the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The mechanical operation of the catheter was damaged. Visual analysis of the delivery catheter indicated damage during use. The analyst noted only the proximal portion of the catheter was returned. The slitter was not started on the score line on the catheter. The catheter was cut. If information is provided in the future, a supplemental report will be issued.